Manufacturer narrative:
The getinge field service engineer (fse) that encountered the reported malfunction replaced the console cover (0441-00-0194). The fse complete the preventive maintenance (pm) and unit passed all functional and safety test per factory specifications. The iabp was released to the customer and cleared for clinical service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted in CAPA 584165.

Event description:
It was reported during scheduled service for a different issue, that the back handle of the case was pushed in the cardiosave intra-aortic balloon pump (iabp) and as result , the pressure tubing connector was found broken off from the pressure reservoir connection. There was no patient involvement. Related to tw469128.